Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump received with corroded battery tube. Unexpected battery power loss unknown. Charge/battery lasts less than expected unknown.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose was unknown. Customer did not want to repeat troubleshooting to insulin pump restart was conducted and battery cap replacement was shipped out. The device will be returned for analysis.